Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a catheter inserted into a patient. As the catheter was flushed, clear liquid could be seen leaking from the catheter tubing; however, no details of the damage could be discerned from the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during today's visit in ICU, there was a leakage/rupture at proximal end of groshong PICC line. This was observed when the insertion of PICC in ICU to an oncology case is happening. As per doctor they trimmed the ruptured portion and then placed the new repair kit groshong connector in same line to use it and avoid wastage of money of patient. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during today's visit in ICU, there was a leakage/rupture at proximal end of groshong PICC line. This was observed when the insertion of PICC in ICU to an oncology case is happening. As per doctor they trimmed the ruptured portion and then placed the new repair kit groshong connector in same line to use it and avoid wastage of money of patient. No other information was provided.